Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level and insulin pump had blank display after changing infusion set. The blood glucose of the customer was 493 mg/dl at time of incident. Customer stated that insulin flow block alarm was found but not occur during fill tubing. Customer stated the contacts on the battery cap and battery compartment was neither damaged nor corroded. Customer did not allege insulin pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection for high blood glucose level. The customer did not experienced any other symptoms. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.